Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided which was confirmed as correct in dms: 28-feb-2025 2:28 pm et / sg 63 mg/dl - bg 96 mg/dl. After dms review, we confirmed that the user didn't receive a low glucose alert at the time provided, 2:28 pm et, because the sg was above the low alert level, but we confirmed that some minutes before the event the user received a low glucose alert at 2:09 pm when the sg was at 55 mg/dl.the user didn't seek for medical treatment. And didn't need to treat himself because he wasn't feeling symptoms of low glucose.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event on feb 28, 2025, 02:09 pm est where user's sg was 63 mg/dl and bg was 96 mg/dl. A review of the data management system (dms) data revealed that on feb 28, 2025, 02:09 pm est sg was 55 mg/dl, and no bg was entered. However, bg at 2:27 pm was 96 mg/dl. A review of the alert history revealed that the user received low glucose alerts at 2:09 pm est and as user's sg value hit the threshold of 55 mg/dl. User's sg at 2:27 pm was 63mg/dl as a result they did not receive a low glucose alert at that time. The user did not seek medical treatment. The user's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance. A case (MFR#3009862700-2025-00347) was created to address sensor inaccuracies, inclusive of the low glucose event. A review of the in-vivo data revealed transient optical instability around the reported time feb 28th 2025. This most likely contributed to the sg/bg mismatch at the time of the low glucose event. A review of 2 weeks' worth data after the period of instability was analyzed (march 1st to march 13th), and the system had stabilized with good agreement between bg/sg and was working within expectations. B4. Date of this report 11 april 2025. G3. Date received by the manufacturer? 11 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.